Manufacturer narrative:
Technician found that the head up valve is stuck. The technician replaced the head up valve to resolve the issue.

Event description:
Account alleged that the head section will not go up. No alleged injury by account.